Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
The patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and reported having a surgical procedure around (B)(6) 2024 and a few days later, the clinic received an alert that indicated that this right atrial (ra) lead was dislodged. The patient reported over the past few months since the procedure, they had been experiencing episodes of shocks, syncope and have been retaining fluids. The patient noted having visited the device treating clinic and the device was reprogrammed, however, later that night the patient reportedly experienced heart palpitations. A revision procedure was performed, where the physician explanted the ICD device and surgically abandoned the ra lead. A new replacement device and lead were implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
The patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and reported having a surgical procedure around (B)(6) 2024 and a few days later, the clinic received an alert that indicated that this right atrial (ra) lead was dislodged. The patient reported over the past few months since the procedure, they had been experiencing episodes of shocks, syncope and have been retaining fluids. The patient noted having visited the device treating clinic and the device was reprogrammed, however, later that night the patient reportedly experienced heart palpitations. A revision procedure was performed, where the physician explanted the ICD device and surgically abandoned the ra lead. A new replacement device and lead were implanted successfully. No additional adverse patient effects were reported.